Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The subject device was manufactured before the countermeasure was taken on dr board design change; malfunction of the board was surmised. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the endoscopic image was not displayed while evis 180 series videoscope was connected to the subject device. When evis 190 series videoscope was connected to the subject device, the endoscopic image was displayed. There was no report of patient injury associated with the event.